Event description:
During testing, it was reported that the device intermittently fails to shock when the shock button was pressed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported failure. Physio replaced the keypad assembly and the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.